Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using an ilet system with an inset infusion set on the abdomen and a dexcom g7, including a highest cgm reading of 400 mg/dl and a glucometer reading of 500 mg/dl, after which the user noted an empty insulin cartridge and suspected leakage at the infusion site; the user subsequently powered the ilet back on and reconnected to the mobile app, and the user administered 18 units of subcutaneous insulin by pen per endocrinologist instruction. Symptoms included frequent urination. Outcomes included no hospitalization and no diabetic ketoacidosis. Investigation included troubleshooting and education, review of reported product performance, and assessment for site or delivery issues. Investigation of this case revealed user-reported site leakage with absence of insulin in the cartridge, consistent with interrupted insulin delivery, though the exact cause was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.